Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the access2 immunoassay system for a single pt sample. A pt sample was tested for accu tni and a result of 1.81 ng/ml was obtained. The result was not reported out of the lab. The sample was retested and the repeated result was 0.04ng/ml. In addition, the sample was tested on a different instrument in the customer's lab and four (4) accu tni results of 0.01ng/ml were obtained. No death, injury, or change to pt treatment occurred as a result of this event.

Manufacturer narrative:
Qc was in range before and after the event. Customer qc data agrees with current peer group data. A system check performed in 2007, prior to the event, was within specs. Customer did not question any other analytes or samples at the time of this event. A field svc engineer (fse) was dispatched to the customer's lab: a) the fse inspected the instrument and discovered that pipettor probe was bent and dispense probe #1 was not locked into position. B) the fse re-seated all vessel holders, indicating that all were slightly elevated and one vessel was seated twice as high. C) the fse verified repair per established procedures and all results were in specs. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.